Event description:
Drug/diluent: 0.125% bupivacaine. Fill volume: 400 ml. Flow rate: 7.0 ml/hr. Procedure: colectomy. Cathplace: tap. (B)(6), reported a cb6007 filled at 400 ml emptied too fast. The pt was report to have v-tach (ventricular tachycardia), it was reported by the nurse that she did not believe the v-tach was related to the pump emptying prematurely. The pt returned to stable condition. Start date and time of the infusion: on (B)(6), time unk. End date and time of the infusion: on 4/4, time unk. Date of surgery: (B)(6) 2013.

Manufacturer narrative:
Method: the device was not returned for eval and investigation. Results: the device was discarded. Per the reported lot number a review of the device history record was performed and the production lot met all mfg and quality specifications. Conclusions: it was reported that the fill volume of the reported device was 400ml's. In order for the user to obtain a longer infusion time the device would need to be filled to a nominal fill of 600ml's or a max of 750ml's. Note: the amount of medication over the therapeutic period and delivery time can vary by as much as 20% due to the flow rate variation. I-flow's cns has provided education to the pharmacy that the fill volume of this pump should be between 600ml to 750ml. I-flow provides a caution in its dfu which states the following: cautions: do not underfill pump. Underfilling the pump may significantly increase the flow rate. Filling the pump less than nominal results in slower flow rate. Temperature will affect solution viscosity, resulting in faster or slower flow rate. The on-q select-a-flow has been calibrated using normal saline (ns) as the diluent and room temperature (22 degrees celsius, 72 degrees fahrenheit) as the operating environment. The select-a-flow should be worn outside clothing and kept at room temperature. Info from this incident will be included in our product complaint and MDR trend reporting system. Add'l investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.